Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use an inpact pacific paclitaxel eluting balloon catheter during procedure. There were no issues removing the device from the hub. No damage was noted to the device packaging and there was no visible issues at the balloon. The procedure was followed by IFU. The device did not pass through a previously deployed stent. It was reported that during procedure, the balloon leak occurred at an unknown low pressure. All balloon fragments were safely retrieved from patient. No vessel damage was noted upon safely removal of the device from the patient. The procedure was completed using another balloon. There was no patient injury reported.

Manufacturer narrative:
Device evaluation the device returned with a detachment of the inner lumen and inner distal tip material. It was possible to load a 0.018 inch guidewire through the device despite the detachment. Negative prep detected the presence of a leak on the device. Upon pressurization of the device, the balloon inflated however a leak was observed from the distal tip and the pressure could not be maintained. The balloon was cut back to expose the inner lumen. The inner lumen was stretched and deformed proximal to the detachment site. Deformation was also evident to the distal tip. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.